Event description:
It was reported that the patient experienced pain and weakness in his left leg. As a result the patient was hospitalized and the health care provider (hcp) believed that the catheter could potentially have caused compression on the spinal cord. It was indicated that during surgery for spinal decompression, the spinal segment of the catheter was removed because it was in their surgical field. It was noted that the proximal segment of the catheter was tied off and the pump was reprogrammed to minimum rate. It was reported that the patient was 'doing fine' and was on patient controlled analgesia (pca) and oral medications. The drugs delivered via pump were morphine and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that as of (B)(6) 2012, that there was no new complaint by the patient. Trouble-shooting was being considered, to maintain routine surveillance. The intrathecal catheter was not due to any change in clinical condition. It was later reported that the patient "developed cuada equina syndrome that was not associated with the catheters location cut second proximity in the intraspinal area". The patient developed cuada equina at l5/s1 and had underwent l3-5 laminectomy. The patient symptoms were numbness and weakness bilaterally in the lower extremities. The patient had stopped receiving intrathecal therapy on (B)(6) 2012. It was indicated that there was no issue with the catheter, including, prior to the catheter being cut by the surgeon. The catheter was in the surgical field and the surgeon elected to cut the catheter, remove the intrathecal portion, and tie off the end of the catheter in the tissue that surrounded the spine. The surgeon removed the catheter because it was "in the way", but it did not cause the pathology. It was indicated that there was no trouble-shooting done.

Manufacturer narrative:
(B)(4).